Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her device malfunctioned, so the doctor needed to remove it. The patient reported that she went to the doctor¿s office several times to try to calibrate the device, but it wasn¿t working for her. The patient was confused with her dates since it had been so long. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that the device no longer helped the patient, so it was explanted. The explant date was unknown. No further complications were reported.